Event description:
During a fibroid resection case using the era sleeve and saline, the pt experienced two apparent air embolisms. The first occurred after 25% of the fibroid was resected. The physician reported that the pt had a brief episode where her blood pressure (bp), end title co2 and o2 dropped. The pt's parameters returned to normal and the procedure continued. After 75% of the fibroid was removed, the second incident occurred. The pt's blood pressure (bp) and end title co2 dropped and her o2 saturation stopped. The procedure was terminated and the pt fully recovered within 2-3 minutes. The adverse event is marked "other" because it is unknown whether or not the event required medical intervention to preclude permanent impairment of body structure or function.